Event description:
It was reported that spectrum iq pumps falsely alarmed upstream occlusion. It was added that it seems to happen most with propofol and vancomycin. The event occurred at the covid intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.